Event description:
It was reported that during a device change out due to eol, externalized conductors were observed via fluoroscopy. There were no electrical anomalies were detected and the lead remained implanted. The patient was stable following the procedure and will be monitored.

Manufacturer narrative:
(B)(4).